Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. There was no insulin in the reservoir compartment, no moisture damage on the electronics assembly and motor assembly. The insulin pump had broken battery tube threads, cracked display window corner and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call moisture damage and high blood glucose levels. Customer's blood glucose level was 402 mg/dl. Troubleshooting for high blood glucose was performed. Customer experienced nausea, headaches and irritability. Customer treated their high blood glucose via manual injection and the insulin pump. Troubleshooting for moisture damage was performed. Customer advised there was fluid inside the insulin pump. Customer advised there was crack on the insulin pump about 1/8 inch in size at the battery compartment. Customer advised there was a missing piece at the battery compartment. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.